Event description:
Foley catheter balloon would not deflate. Staff cut off inflation/deflation valve in order to try to deflate balloon. This did not work. Pt was transferred to skilled nursing facility with catheter still in place to be followed and removed by urology later.